Event description:
Customer reports "break out" of pimples on face. Md seen and an unspecified antibiotic was prescribed.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.